Event description:
Patient reported "hypoechogenic periprosthetic fluid with a thickness of 4 cm", "a fusiform echogenic image is associated with the prosthetic anterior contour", "linear intra-prosthetic image on the right that may correspond to an intra-capsular tear", confirmed via ultrasound and MRI. Patient later reported anxiety. Healthcare professional later reported "late seroma". This record is for the right side. Device has been explanted. Device was discarded and will not be returned.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b7, e1, h6.

Event description:
Patient reported "severe pain", and "rupture". Patient later reported "hypoechogenic periprosthetic fluid with a thickness of 4 cm", "a fusiform echogenic image is associated with the prosthetic anterior contour", "linear intra-prosthetic image on the right that may correspond to an intra-capsular tear", confirmed via ultrasound and MRI. Patient additionally reported anxiety. Treatment: singulair and predsim. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported "severe pain", and "rupture". Patient later reported "hypoechogenic periprosthetic fluid with a thickness of 4 cm", "a fusiform echogenic image is associated with the prosthetic anterior contour", "linear intra-prosthetic image on the right that may correspond to an intra-capsular tear", confirmed via ultrasound and MRI. Patient additionally reported anxiety. This record is for the right side. Device remains implanted.